Event description:
The hcp reported in 2007, the patient began having increased spasticity. An x-ray showed the catheter had dislodged. The hcp felt this must have happened since the patient's last refill in august. The drug used in the pump is lioresal 2000 mcg/ml at a dose of 550 mcg/day. Following the diagnosis of the most recent dislodged catheter, the patient's dose was decreased to 450 mcg/day and the patient was started on oral medications. The hcp reported, the plan is undetermined at this time as the patient and family are deciding whether they will just continue oral medication or perform a catheter revision. See MFR report #6000030200800224.

Manufacturer narrative:
.